Event description:
It was reported that, at the end of a robotic laparoscopic prostatectomy procedure, while undocking the arm cart assembly, it became unresponsive due to the occurrence of non-recoverable error. The arm cart assembly was rebooted to proceed with the surgery. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated the logs were reviewed and an error code for 'mismatch between actual and desired position for robotic arm joints exceeding threshold', an error code for 'brake state measured and commanded mismatch' and an error code for 'robotic arm motor state mismatch' were identified. These error codes are non-recoverable and would require the arm cart assembly to be rebooted in order to regain functionality. The error codes suggest a communication issue between the instrument drive unit (idu) and z-slide, which could be generated by a mistreatment of the idu when undocking or unplugging the sterile interface module (sim). Evaluation of the logs indicated that the arm cart assembly experienced errors due to being unable to maintain the position of the robotic arm joint 5 while in hold mode, freezing the arm cart. A non-recoverable error code was triggered due to a mismatch between actual and desired positions of robotic arm joint 5 exceeding the specified threshold. This can be caused by an overdrive error induced by excessive upward force while attaching or removing either the sim or the instrument. Evaluation of the arm cart assembly confirmed the reported condition. The investigation identified the most likely cause could be traced to an overdrive error induced by excessive upward force. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the end of a robotic laparoscopic prostatectomy procedure, while undocking the arm, the arm became unresponsive due to the occurrence of non-recoverable error. The arm was rebooted to proceed with the surgery. There was no patient injury.